Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was high due to no delivery alarms. Her actual blood glucose level was not reported. The alarm was resolved with an infusion set change. The infusion set cannula was bent. The product was not returned. Nothing further to report.